Event description:
It was reported that a power source alert occurred after the customer plugged the pump into the power source. There was no reported impact to the customer's blood glucose level. The customer declined to provide further information.